Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter was not powering of when he tried to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. During to may to (B)(6) 2011, the patient reported the alleged issue occurred. The patient reported taking self adjusting 70/30 humulin insulin to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported 2 weeks later, he developed symptoms of "frequent urination, funny taste in mouth and retaining water". The patient reported during (B)(6) 2011, he administered 70/30 humulin insulin in response to the symptoms. The patient denied testing on another device. At the time of troubleshooting, the cca determined the subject meter's battery needed to be replaced, however the patient did not have a new battery available. The patient did not have testing supplies available for troubleshooting. The patient reported this was not the first time the meter had been used and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient reported due to the alleged issue, he developed symptoms suggestive of hyperglycemia and required self treatment.